Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Event description:
It was reported that the reservoir leaked from the top part of the cylinder. The blood glucose reading was 124 mg/dl. Nothing further reported.